Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The subject device was reportedly discarded by the reporting facility. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation of the scapula on (B)(6) 2016 as the surgeon was inserting a second 4.0mm x 30mm cannulated screw in the patient, he positioned the 1.25mm guide wire too close to the first inserted 4.0mm x 46mm cannulated screw, which caused it to break in two pieces. The screw broke where the shaft and thread meet. The surgeon was able to retrieve half of the broken screw. The screw portion that broke from the shaft was retrieved by hand. However, the screw shaft was too difficult to remove and was left inside the patient. A routine x-ray confirmed that the broken piece was inside the patient, at a location where the surgeon felt it would not cause harm to patient. There was a surgical delay of approximately five (5) minutes due to the reported event. The surgeon used a 4.0mm x 20mm cannulated screw to complete the procedure. There were no additional complications reported. The patient postoperative status was stable. Concomitant medical products: one 4.0mm x 30mm x cannulated screw (part 207.630, lot number unknown); two 1.25mm guide wires (part 900.721, lot number unknown), and one 7.0mm washer (part 219.98, lot number unknown). This report is 1 of 1 for (B)(4)